Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen, the cable insulation was torn at the donut end, and there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their device was not charging their ins. Pt said it acts like its going to charge, then they see the yellow light come on and the screen goes blank. Pt mentioned that they've taken the battery out several times and that did not resolve their issue. Pt said last night and the night before they could not get it to recharge at all. Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing and then a solid green. Pt then tried to start a recharging session ofthe ins and saw no device found. Pss walked pt through a passive recharge mode (prm) session. Pt had middle number first of 0 then was able to position to get up to 100. Pt got through prm and received poor recharging quality (controller 90%, ins in the red). Pt was persistently receiving poor recharging screen and it would flash recharging excellent for a second and then go back to poor recharging quality. Pt inspected the recharger telemetry module (rtm) and did not notice any damage however, pt said it was really hot where the cord connects to the paddle. No symptoms were reported.